Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also noted that this micro dislodgement resulted in intermittent loss of capture. The right atrial (ra) lead was removed and replaced. No patient complications have been reported as a result of this event.